Event description:
The patient experienced no stimulation sensation. An implantable neurostimulator over discharge was suspected and a physician mode recharge was completed successfully. The patient was found to have stimulation in the wrong position. Impedances were greater than 10000 ohms. An x-ray revealed an open circuit. Surgical revision was planned.